Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the implantable cardioverter defibrillator was oversensing. No programming changes or intervention were completed. There were no patient consequences.